Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Data log analysis was performed and failed. Nordic bluetooth pairing test was performed and passed. Functional test results was performed and passed. Sharelogs were provided. However, the data received reflected the g6 ios application. A review of the receiver logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the g6 ios application was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).